Manufacturer narrative:
No products were received for this event to receive failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted thymectomy procedure, the surgeon was not able to reach the thoracic space appropriately from the sub-xiphoid port when using the da vinci single-port (sp) system. The surgeon then elected to convert to the case using a da vinci xi multi-port (mp) system. Additional ports were placed when converting from single-port to multi-port surgery. The procedure was completed robotically. The surgeon said the conversion from sp to mp did not affect the patient outcome; the patient did well. The surgeon elected to convert to multi-port due to anatomic restraints of narrow space, cardiomegaly, and a prior heart surgery.